Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported infection at battery site. Wound dehiscence was noted and the site and became infected. The cause of the issue was unknown. The system was explanted as a result. The issue was resolved at the time of the report.